Manufacturer narrative:
Updated block b5: describe event or problem upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual inspection of the fiber body found that it was broken into two pieces. The device allegation was confirmed. Microscopic inspection found the tip was degraded, burn marks were on the fiber jacket, and no defects found on the connector. Functional test confirmed the fiber had a single registered use. The product record review (prr) results did not determine any anomalies in the manufacturing documentation, and the failure mode was not unanticipated or new. A labeling review was performed on the device instructions for use (IFU). The IFU cited to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to the manufacturer for a replacement. It also cited to check the fiber after cleaning and disinfection for corrosion, damaged surfaces, splintered materials, and contamination. A risk review was completed and confirmed that the event of "fiber damaged prior to use" is defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The impact of the procedure being cancelled/rescheduled - post sedation/sedation unknown and surgical procedure being delayed is an intervention for the primary harms or outcomes, is a known inherit risk of the device. Based on the information available, the conclusion code "cause traced to component failure" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that during preparation, upon opening the new fiber it was noticed to be broken or split inside the packaging. The procedure was canceled due to this event. Also, noted that the planned date to complete the procedure is on the twentieth of january. There was no patient complication. Analysis of the returned device identified a broken fiber body. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during preparation, upon opening the new fiber it was noticed to be broken or split inside the packaging. The procedure was canceled due to this event. Also, noted that the planned date to complete the procedure is on the twentieth of january. There was no patient complication. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.